Event description:
Pt had exploratory laparotomy with removal of angelchik prosthesis and nissen fundoplication due to recurrent gastroesophageal reflux secondary to angelchik failure. (Per surgeon's operative note). Approximate age of device: 20 years.